Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that the display device showed a transmitter failed error on (B)(6) 2016. No additional patient or event information is available. Data was provided for evaluation. Data review confirmed the reported event of a transmitter failed error. A root cause could not be determined via data. The transmitter has been received for evaluation. An external visual inspection was performed and the transmitter passed. Voltage testing was performed and the transmitter failed as it has no voltage. The share log was reviewed and the logs showed a transmitter error on the issue date. The customer complaint of transmitter failed error was not confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4) describe event or problem - additional, additional information/device evaluation, device evaluated by manufacturer - additional, event problem and evaluation codes - additional.

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Perform voltage test. Failed voltage test and unit failed. Functional testing was performed and there was no failure detected related to the complaint. The reported event of transmitter failed error was confirmed. The root cause was determined to be a defective transmitter.